Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
A patient reported their "optical" lead pulled out. A revision was performed in 2014 and a different wire was put in on the right side. No patient symptoms were reported. The indication for implant was non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.